Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event. The investigation was completed on 07/17/2017. Retain and return product was tested and was performing to specification. Investigation: a review of the device history record confirmed the lot passed finished goods release criteria. Retain and return cartridge testing met the acceptance criteria found in q04.01.003 rev. Aa, appendix 1 - product complaint level 2 and level 3 investigation procedure. Assessment: the two I-stat results on the same sample are consistent. A different sample was tested on the laboratory instrument and was not tested on the I-stat. The complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. There is not enough information to determine whether an I-stat product malfunction occurred.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat e3+ cartridges that yielded suspected discrepant na results on a patient. No patient information was provided. Testing performed on (B)(6)2017. (B)(6). At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc; however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).